Manufacturer narrative:
Patient demographics were obtained from (B)(6) 2018 index procedure. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation (mr) and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, causes for the reported mr and death could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to recurrent mitral regurgitation and patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy and leaflet tethering. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the mr increased to grade 2+. On (B)(6) 2022, the patient had an emergency transport due to right pneumonia. There was no report or indication that the pneumonia was device related. On (B)(6) 2022, the patient expired. The recurrent mr and patient death are unknown if device related. Reportedly, additional details were not available. No additional information was provided regarding this event.